Event description:
It was reported that during an implant/replacement procedure for a surgical lead, an impedance check showed high impedance levels for two lead contacts. During surgical procedure, a later reading showed invalid impedance levels across all lead contacts except for two. A final impedance check revealed a high reading for two lead contacts. Since the patient had been on the operating table for three hours, the physician decided to connect the surgical lead to the ipg and attempt programming later in the week after the patient recovered from surgery. No further information is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.